Event description:
The customer reported the ventilator fell off the cart it was mounted on while it was in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician reported the ventilator was mounted to a plate that would allow the user to slide the ventilator off the plate when not in use. The knobs on the plate that prevented the ventilator from being removed while in use were missing. The service technician removed the plate and installed screws into the cart to prevent movement of the ventilator.

Manufacturer narrative:
Na